Manufacturer narrative:
(B)(4). Zhang zilong, wu denghui, zhang fangli, & zhang guanghui. (2020). Comparison of clinical effects of three intramedullary fixation methods in the treatment of elderly intertrochanteric fractures complicated with osteoporosis. Frontiers in chinese medicine, 12(1), 83-87. Doi: 10.12037/yxqy.2020.01-12.

Event description:
It was reported that on literature review "comparison of the effects of three intramedullary fixation methods in the treatment of elderly intertrochanteric fracture patients complicated with osteoporosis", 6 patients suffered from an unspecified infection after having an internal fixation with the intertan system. It is unknown how the infection was treated. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported events could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.